Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -9.5/3.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk. Claim# (B)(4).